Event description:
Pt scheduled for out patient laparoscopic cholecystectomy. Physician inserted versaport v2 5-11mm trocar but was unable to engage blade so it was removed and 2nd trocar versaport rpf #179071 was inserted. Surgeon said it "didn't feel right". Surgeon noted bleeding and had to perform open procedure.